Event description:
The stryker intouch zoom bed uses a foot board that controls the operations of the bed. The board is set to a specific software version that is on the bed in order to operate. New footboards have a newer version of software that isn't compatible with older beds, and the parts and older software aren't available rendering the bed mostly useless for any of the functions found on it.